Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they don't feel "right" after having a new implantable pulse generator (ipg) implanted. The patient reported that they think the new ipg was not calibrated correctly. Patient had a follow-up appointment scheduled with their physician. No patient complications have been reported as a result of this event.